Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 4/6 of their automated peritoneal dialysis therapy. Per the initial report, after receiving the alarm the home pt cycled the power off/on and was back in prime with their transfer set connected to the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.